Event description:
It was reported via phone call, that the act button on the insulin pump is unresponsive. The customer stated they pulled the hose out on accident. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button was unresponsive due to a flattened button dome switch. The insulin pump was received with a severely scratched display window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.